Event description:
Procedure type: colectomy. According to the reporter: everything went perfectly, however when he checked the staple line for a leak he saw bubbles from the staple line. The case was delayed 40 mins. The doctor oversewed the staple line and rechecked for a leak. No leak was detected after he oversewed the staple line. There was no pt injury, no tissue damage, and no blood loss of 250 cc or more.

Manufacturer narrative:
(B)(4).